Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported reading was found in the meter's memory.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: it is unknown if the patient's test site was prepared properly before testing occured. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported a high reading of 400 mg/dl on an adc hospital blood glucose meter when compared to a patients lab reading of 90 mg/dl. There was no report of death, serious injury or mistreatment associated with this event.